Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 507 mg/dl. Customer took a shot to treat high blood glucose. The customer reported that at random times they received a sensor updating alert. The insulin pump was not returned for analysis.